Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report that the pcu unit displayed error code 130.6020 was confirmed through a review of the device log. The error code 130.6020 could not be replicated during laboratory testing. A review of the error log identified a total of 13 keyboard failures error code 130.6020.0 (keyboard_failure) from (B)(6) 2024. The recorded malfunction in the error log is related to the pcu keypad. Alaris system maintenance keypad test result show the suspect pcu working as expected, no errors or anomalies were noted. Testing isolated the issue to the logic board and determined that the keypad was perating as expected. Continuity testing between the varistors found a short circuit between varistors c112 and c109. C112 is connected to pin 17 and c109 is connected to pin 16 on connector j4. Following according to the keypad schematic diagram, its observed that the battery indicating indicator light is connected to pin 17 on connector j4. The short-circuit was allowing allowed a connection between pin 17 (batt_led) to and the supercapacitor (vbkup), keeping the battery indicating indicator light ¿on¿. Operations engineering previous investigation determined that insufficiently cleaned flux residue on the j4 connector or surrounding components can cause the pcu front panel to display battery light on conditions to occur. Inspection of the logic board noted excess flux residue along and under the j4 keypad connector area. The part number of the logic board was noted to be tc10018763 (rev 02) and serial number (B)(6). No other obvious issues or anomalies were identified with the suspect pcu during the internal inspection that may have been a contributing factor for the reported issue. All inspected parts were manufactured by bd. Per product labeling, the system error tip sheet states: when a system error occurs, any active infusions will continue as programmed. A system error does not interrupt critical infusions if infusion parameters do not need to be edited. If it is safe to do so, manually stop the infusion to reprogram and re-start the infusion. Power down the pcu by pressing the system on key. Restart the device by pressing the system on key. Restart previous infusions and/or monitoring settings. If the system error returns, power down the pcu and replace it immediately. Return the pcu to your biomedical engineering department for troubleshooting and data log retrieval. The bd alaris pcu and bd alaris pump module technical service manual in the troubleshooting section contains information related to error codes. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was disassembled for this investigation. Please replace the logic board since it was found with visible contamination. Please replace the female (left) iui since corrosion was observed. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental finding issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu displayed error code 130.6020 - keyboard fail. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu displayed error code 130.6020 - keyboard fail. There was no patient involvement.